Event description:
Had rupture of silicone gel implants requiring surgery to remove. Dates of use: from 1984 to 1998. Diagonsis or reason for use: post-lactation breast augmentation. Event reappeared after reintroduction? No.